Event description:
During review of programming history it was noted that an incomplete diagnostics occurred which change the patient to unintentional settings. The setting change was noted and the settings were partially corrected. The signal frequency was not corrected to previous settings it was unknown if the physician intentionally left the patient at those setting or of the frequency was overlooked when correcting settings.

Manufacturer narrative:
Analysis of programming history .